Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's setting was suddenly changing- their setting was 5.6v but reverted to 4.2 when they were sitting and charging their implant. The patient had adaptive stimulation enabled and cycling programmed. They were on group a, program one and only had one program. The patient had the cycling feature but turned it off. They stated that the "check position" was showing laying on the right side which was incorrect. They didn't see the adaptive stimulation icon on the programmer screen but their representative told them there weren't "enough icons" to show all of their features (adaptive stimulation, cycling) on their controller screen. No further complications reported.

Event description:
Additional information was received from the patient via a manufacturer representative (rep) reporting that the patient controller was showing the incorrect positions for the patient¿s adaptive stimulation. The patient controller showed that the patient was lying down even though they were sitting. The rep checked the patient with their tablet and noted two things. 1) the patient had two positions ¿zeroed out¿ so the rep adjusted those and 2) the tablet also showed that the patient¿s positions incorrectly. Technical services advised that the adaptive stimulation issue was highly unlikely to be related to the patient controller and that the rep should consider reorienting the adaptive stimulation for the patient. Technical services noted that the ins may have moved slightly, etc. That may have led to this issue, however the rep indicated that they were not aware of any prompting issues that led to this. It was reported that the event began about two weeks ago in (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from representative was received. Rep stated patient was sent a recharger but had not resolved the issue of charging too long/too much. It was noted patient went from 45 minutes charge to 1.5-2 hours. They confirmed patient¿s charging showed 1hr27 minutes average. Rep stated impedance was normal and he had tried adjusting programming and reducing electrodes, but charge remained the same. It was reviewed that her charge average was not abnormal and that rep toll patient 45 mins was all they needed to charge were probably being too ambitious. It was reviewed a new controller was unlikely to resolve but they want to try it. Additional information later date stated that patient requested a new patient programmer (pp) and battery. A replacement controller and controller battery would be sent. It was mentioned patient charged everyday with ins battery at 30% or less and was charging to 100% in about 45 minutes. It was noted it took patient 1.5 to 2 hours now to charge up to 100%. Patient still get excellent connection. Rep wanted to try a recharger to see if there was the difference, and technical services didn't think it would change the recharge time. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that it was taking too long for the patient to charge. Charge time was taking 1.5 to 2 hours. Recharge change was noted in (B)(6) 2018 and programming changes were made to assist with recharge need. The patient reached out to their manufacturer representative to report no difference in recharge time. It was reported that software problem screen was seen. Controller screen froze. After resetting controller, issue resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient and a representative. It was reported that re-orienting the patient's adaptive stimulation seemed to resolve the issue for the patient. The patient reported that the cause of the stimulation decreasing unexpectedly was because of their adaptive stimulation settings. They met with a representative twice and finally removed "a" from the program. They now had a much longer battery and faster recharge which was the goal of getting an intellis battery. The issue was noted as being resolved. No further complications reported.